Event description:
An ophthalmic assistant reported a pt who was diagnosed with corneal infiltrates following use of this product. The pt was treated with steroid drops and the symptoms resolved. Add'l info has been requested.

Manufacturer narrative:
The product was not returned for analysis. The product history records could not be reviewed because the reporter did not provide a lot number or any identification traceable to the mfg documentation. Add'l info was requested by phone, fax and mail on 1/31/2012 and 2/1/2012. A completed questionnaire has not been received. (B)(4).